Manufacturer narrative:
(B)(4): method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.